Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g08029, h13h30047, h13k04070, and h13l02031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and was unsure of cause of peritonitis. Treatment was not reported. The patient was discharged from the hospital approximately a month after being admitted. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4): on an unreported date in (B)(6) 2014, the patient experienced peritonitis.a batch review will be performed for the potentially associated lot number(s) h13g08029, h13h30047, h13k04070, and h13l02031. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.